Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 562 mg/dl. At the time of the report, the customer had not addressed bg level. The customer reverted to manual injections for insulin therapy.